Event description:
Customer reported, the insulin pump had alarmed no delivery and she has changed it numerous times. Customer's blood glucose was 238 mg/dl. Fixed prime was performed and insulin did exit. Customer was unable to remove the infusion set to examine the cannula. Customer was advised the cannula might be bent or occluded. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.